Manufacturer narrative:
Report number: 1038671-2023-02517 d10 concomitants: (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm; (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6), 204-70-00 - tibial stem ext. Screw; (B)(6), 200-02-35 - three peg patella 35mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02517. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 85 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, femoral loosening, unspecified mental, emotional or behavioural problem and pain. Patient was last known to be in stable condition following the event. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02517. This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear which is confirmed from the attached images and radiographs. However, the reported femoral loosening could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."